Event description:
On 10 april 2025, additional information was received from the customer. On (B)(6) 2024, the patient underwent diagnostic imaging CT scan with contrast to attempt to locate the retained sheath. On (B)(6) 2025, a therapeutic bronchoscopy was performed to attempt to locate and remove the sheath of the vizishot 2 flex, however the procedure was unsuccessful. Per the customer, there were no complications or adverse health effects following either the ebus procedure or the bronchoscopy, and the patient¿s health was not compromised. On (B)(6) 2025, the patient passed away from an underlying medical condition in another facility. The exact cause of death was unknown, and it was unknown if there was an autopsy performed. The customer reported that the olympus device did not cause or contribute to the patient death.

Manufacturer narrative:
Update to a3, a6, b5 and h6. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
No new information was received from the customer.

Event description:
Additional information was received from customer regarding the timeline of the event: the patient had locally advanced, nonresectable, non-small cell lung cancer and was treated with a bronchoscopy and biopsy of some additional lesions that were identified on (B)(6) 2004. The patient was participating in a research study that required tissue samples obtained using the device. No complications were noted when performing the procedure and it was unknown to the physician that the sheath was no longer on the device. The patient returned several times for routine follow up and on (B)(6) 2004, a CT scan performed for cancer care and treatment identified a 2cm linear hyperdensity in the airway that was consistent with a foreign body. The patient had no symptoms due to the foreign body. It was unknown at the time what the foreign body was and therefore a bronchoscopy was performed on (B)(6) 2025. The object was unable to be retrieved during the bronchoscopy, and it could not be seen in the airway because it was completely lodged in the tissue. Based upon previous procedures performed on the patient, the customer determined the foreign object was the sheath of the needle. The customer reported that while discussions were ongoing related to whether the foreign body should be removed, the patient succumbed to his cancer and expired. It was reported that the retained foreign object did not have any part in the demise of the patient and the cause of death was related to the patient¿s underlying cancer diagnosis. The foreign object was never removed to confirm it was the sheath of the device.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the customer and updated recall information. Updated fields: b2, b5, b6, b7, h7 and h9.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that when the needle was retracted following an ebus (endobronchial ultrasound) with transbronchial needle aspiration of lymph node, the sheath of the vizishot 2 flex was retained in the patient¿s lung tissue. No further information was available at the time of the report.